Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results that one ecr60d cartridge reload was received with the cartridge pan damaged and detached from the reload. The returned reload was received unfired and with several drivers out of position making the reload non-functional. It is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, following the second firing, the reload fell apart and all the pieces fell out. The surgeon believes all pieces were retrieved. It is believed that the pieces were counted. All of the pieces will be returned for analysis. On the fourth firing, the device would not fire. The same gun was used for the entire procedure and new reloads were used to complete the case. No patient consequences were reported. Two reloads will be returned. The gun was discarded by the account.